Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced mesh erosion that led to pain, bleeding and infections. Mesh revision and excision was performed on (B)(6) 2011 and (B)(6) 2012 along with a hysterectomy and implantation of bard mesh.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced back pain, discomfort to vaginal area, vulvar irritation and inability to sit, spotting with bleeding, abdominal pain, not able to walk for more than a few minutes at a time, unable to stand for short periods. The bladder was perforated by the mesh and had internal leakage, infections and discharge. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.